Event description:
Resident was being transferred from the bed to wheelchair via lifting device when the plastic clip on the sling broke and webbing tore. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: transfer of patient.